Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) flow was set to 6 liters per minute (lpm) and the mechanical flow meter showed 1.5 lpm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the user reported an issue with the heart lung machine (hlm) during cpb. Specifically, the user noted a disparity between the gas sweep flow rate displayed on the central control monitor (ccm) (6 lpm) compared to the gas flow meter in the oxygenator oxygen line (1.5 lpm). The issue was discovered during cardiopulmonary bypass. The surgery was completed successfully. There was no delay. The unit was not changed out, there was no blood loss noted, and no adverse event reported.

Manufacturer narrative:
Per the field service representative (fsr), all maintenance activities were performed and the epgs flow on the ccm and on the flow meter were found to match. It was suspected that there may have been an issue with the vaporizer or an obstruction towards the oxygenator. The unit operated to the manufacturer's specifications.